Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device is not alarming and no power light is visible. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device was able to power on using both ac and battery power. When the device was powered on an mx comm failure was displayed with an audible and visual fault indicators. Internal inspection isolated the failure to the connectivity board. The q30 component on the on the connectivity board failed, causing communication issues with the mx board. After replacing the connectivity board with a known good board the device was fully functional. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event., corrected data: additional information. Model# was updated from 25756 to 26242.

Event description:
The customer reported the device is not alarming and no power light is visible. No patient impact or consequences were reported.